Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the full volume was not infused when a continued cytarabine infusion was issued to the patient. The patient did not clamp the administration set before disconnection and returned the pump in a zip-lock bag submerged in the drug solution. They retrieved the pump, and it was stored in the pharmacy in a hazardous container. Given the exposure, the suspected pump was no longer functional and may need to be discarded. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.